Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information regarding the report, and was informed that the subject device was used on a therapeutic nasal septum repair and sinus endoscopy. The procedure was said to have been completed using a different device. There was no patient injury reported. The user facility further reported that the problem was due to user error, as the subject device worked fine throughout the following day. The subject device was not returned to olympus for evaluation, however the user facility reported that the device is available for inspection. An olympus sales representative visited the user facility, however; the subject device was not available for inspection during the visit. The sales representative was able to observe the electrosurgical generator that was said to have been used during the procedure, and reported it appeared to be working appropriately. The sales representative provided training to the user facility staff on how to properly use the device. If the device is received for evaluation, or if significant additional information is received, this report will be supplemented. This report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus received a medwatch report, which stated, "event desc: surgical staff report celon pro wand wasn't working properly. Wand was beeping at start of use indicating it was done coblating when it hadn't started yet. Staff attempted to troubleshoot issue. Surgeon involved is new to using this device and staff felt this could be contributory. Uncertain whether device was being used correctly in the turbinate which might have caused the same beeping. Staff checked all connections to the wand and the celon pro unit. When beeping continued surgeon requested they convert to the coblator wand and unit he was more familiar with. Device retained for evaluation purposes and will request product rep. Be on hand for next few cases until surgeon is comfortable with device. No patient injury."